Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the pump display was flashing white. Customer stated that display was blank currently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operational currents within spec and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue. No blank display anomalies noted.